Event description:
It was reported that, during revision elbow procedure in 2005, custom device was discovered to be offset in the opposing anatomical direction and therefore could not be implanted. An alternate component was then implanted to complete the procedure.

Event description:
It was reported that during revision elbow procedure in 2005, custom device was discovered to be offset in the opposing anatomical direction and therfore could not be implanted. An alternate component was then implanted to complete the procedure.